Event description:
It was reported that the piston on the pump was not engaging with the cartridge. The customer's blood glucose (bg) level was 279 mg/dl. Customer addressed bg with a manual injection and reported bg successfully falling to 209 mg/dl and trending down. During troubleshooting with tandem technical support, the customer confirmed that they were able to load a new cartridge and resume insulin therapy successfully. No additional information regarding the event was provided.